Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level at time of incident was unknown, the current blood glucose level was 469 mg/dl and over 400 mg/dl. The customer was treated with manual injection and insulin pump. Customer reports symptoms related to their high blood glucose level like no energy and rubbery. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer does not allege pump was under delivering. The drive support cap appears normal. The customer reported multiple large bubbles are present along the tubing length. The insulin pump and the reservoir will not be returned for analysis.